Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: the grasper was inserted through flip top 5mm reducer and a noise indicated gas was leaking. Upon opening flip top to examine port seal, it was noticed that the opaque silicone reducer seal from the flip top had torn loose from the flip top and was inside of the 10-15mm port seal. There was no report of pieces falling into the cavity or impacting the patient. No additional bleeding or tissue damage was reported. The operating time and incision were not extended as a result of the malfunction. A new instrument was used to complete the procedure. No patient injury was reported.